Manufacturer narrative:
(B)(4).the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be submitted.

Manufacturer narrative:
A visual examination of the returned device found that the working length was twisted and the exposed cutting wire was bent and broken. The proximal end of the broken cutting wire had retracted inside the lumen of the extrusion through the proximal pierce hole. The cutting wire was discolored from use and broken ends of the cutting wire appeared burnt/blackened. The outer diameter (od) of the exposed cutting wire was measured and found to be within specification. The condition of the returned device was consistent with the complaint incident that the cutting wire broke. During manufacturing, the sphincterotome devices are 100% inspected and the broken cutting wire is likely due to procedural factors. Therefore, the most probable root cause is operational context. A search of the complaint database found that no similar complaints exist for the specified lot. The device history record review confirmed that the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that a stonetome sphincterotome was used during an endoscopic sphincterotomy (est) procedure to relieve jaundice on (B)(6), 2011. According to the complainant, after performing the sphincterotomy, it was noted that the cutting wire was broken when viewing the device endoscopically. No portion of the cutting wire detached from the device inside of the patient. The sphincterotomy procedure was completed using this stonetome sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a stonetome sphincterotome was used during an endoscopic sphincterotomy (est) procedure to relieve jaundice on (B)(6), 2011. According to the complainant, after performing the sphincterotomy, it was noted that the cutting wire was broken when viewing the device endoscopically. No portion of the cutting wire detached from the device inside of the patient. The sphincterotomy procedure was completed using this stonetome sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.